Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with locking compression plate (lcp) and corresponding screws on (B)(6) 2006. Patient was reportedly uncomfortable wearing it. Patient had hardware removed on an unknown date. The fracture was healed. Patient complained he saw the plate was broken on the side and also thought the plate was not new. Patient developed a skin infection after removal of the plate. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.